Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Troubleshooting: the customer reports that he was receiving error code e400. To correct this error, request to do the following: 1) end the exam (top right of keyboard). 2) press menu / advanced menu / system settings / system / basic operation / end exam; set cv shutdown to "on" set scoping deletion to "on" 3) test the unit. The client was able to test the system without any errors. For the phase 2 problem it is too bright, the client is asked to do the following: 1) replace the maj-1941 light source cable. 2) set auto/manual brightness to 0 (center of scale). 3) leave the brightness setting at auto. 4) perform a white balance. 5) test the image quality now. The client communicates that the image is fine and no further help is needed. All problems were resolved. The system now behaves normally. The customer tested the unit successfully. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center scope release button stopped working. As a result, the scope image was too bright and there was an e400 error. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.